Event description:
This lv lead was capped during a normal device change out because it was not functioning. The patient was downgraded to a dr-t ICD so a new lv lead was not implanted. Attempts were made to get more details, and if more details are received this report will be updated. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.